Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the patient has intermittent heart block. The device was programmed into vvi mode because atrial lead had sensing issues in the past. The right ventricular (rv) lead has high capture threshold 3.5 @ 1.5ms. And therefore the output is programmed high. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.